Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was no capture on the leads. Both leads were capped and replaced. It was later reported that the device reached elective replacement indicator (eri) and that premature battery depletion was suspected due to the high output on the leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.